Manufacturer narrative:
It was indicated a portion of the lead would be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead noted high out of range impedance measurements, the inability to measure sensing and loss of capture. A chest x-ray showed signs of lead fracture. As a result, a revision procedure was performed. As the lv lead could not be completed extracted, it was surgically abandoned. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the terminal segment of the lead was returned as the lead was severed 40 cm from the terminal pin. The returned segment passed testing which verified electrical continuity. As a result, the clinical observations could not be confirmed.